Event description:
Lv lead does not capture in any vector. No action taken but dr (6) is considering a possible extraction. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).